Event description:
It was reported that the customer had to go to the emergency room due to high blood glucose and a bike accident. Customer blood glucose reading at the time of the emergency room visit was 210 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with missing end cap sticker, cracked and bleeding on lcd glass. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests due to display anomaly. Insulin pump had missing end cap sticker.